Event description:
Hcp reported pt experienced access related pump pocket infection with an open draining wound. The pt was treated for the infection with device explantation. The pt recovered from the infection without sequela.